Event description:
Customer reported that the buttons on the insulin pump were sticking and the numbers were scrolling up on there own. Customer also reported receiving a button error alarm on the insulin pump and stated that the buttons were now unresponsive. Customer's blood glucose reading at the time of the call was 252 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.